Event description:
A customer contacted beckman coulter, inc. (Bec) to report a burning smell and unexpected noise in connection with the allegra x-22. Bec customer technical support advised the customer to turn off the centrifuge and unplug it from the power source. There were no reports of fire, spark, or flames. The fire department was not summoned. No injuries were reported in connection with this event.

Manufacturer narrative:
Inspection by a bec field service engineer reported that the centrifuge was run with a broken motor mount. The noise and burning smell were most likely produced when the rotor made contact with the chamber wall during a run with a broken motor mount. Bec identifier for this report is (B)(4).